Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It has been reported per cfs that after a procedure the anesthesia machine was moved for cleaning when the intellivue g5 gas module (m1019a) just fell off. The screws had no loctite on them and were not screwed in tightly on the g5 mount, so the mx800 monitor attached to the g5 and the g5 fell off the anesthesia machine. The customer wants philips to replace both the g5 and mx800 monitor. No death or patient /user injury or harm was reported.